Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial signals. As a result, the patient experienced intermittent pacing inhibition; however, the patient is not pace-dependent. Technical services (ts) was consulted and recommended a chest x-ray to confirm lead position. No adverse patient effects were reported. This device system remains in service.